Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pta balloon allegedly sheared off inside of the 6fr sheath during retraction. It was further reported that the detached segment of the balloon remained fully encompassed in the sheath and did not detach within the patient. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted. The lot met all release criteria. Visual inspection: the returned device had been used. The balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as a 10mm x 4cm balloon. The balloon was received inserted into a 6f introducer sheath. The distal end of the balloon was protruding out the distal end of the introducer sheath and was bunched at the distal tip, indicating retraction issues. The butt joint was protruding out the proximal end of the introducer sheath hub. A complete circumferential break was observed in the outer catheter at the butt joint, which exposed the inner polyimide lumen. The catheter remained in one piece as the polyimide remained intact. The polyimide was stretched and twisted at the location of the break. The edges of the proximal end of the butt joint break were examined and observed to be jagged. The introducer sheath was examined and the distal tip was flared, likely indicating retraction issues. Functional/performance evaluation: an attempt was made to retract the balloon from the sheath; however, the sheath detached from the sheath hub. Additionally, the balloon could not be advanced through the sheath due to the break at the butt joint, which inhibited the pushability. The distal tip of the balloon was pulled on using pliers and the balloon was able to be advanced forward through the sheath. No fiber disturbances were noted to the balloon. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is confirmed for a break at the butt joint and sheath retraction issues based upon the condition in which the sample was returned (i.e. Distal end of balloon bunched and flared introducer sheath tip). The investigation is unconfirmed for a balloon detachment, as the polyimide lumen was returned intact. It is likely that excessive force attempting to retract the balloon through the sheath caused the break. However, the definitive root cause for the retraction issues could not be determined based upon the available information. Labeling review: the current IFU (instructions for use) states: warnings: if resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Precautions: if resistance is felt during post procedure withdrawal of the catheter through the introducer sheath, determine if contrast is trapped in the balloon with fluoroscopy. If contrast is present, push the balloon out of the sheath and then completely evacuate the contrast before proceeding to withdraw the balloon. If resistance is still felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/introducer sheath as a single unit. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.